Event description:
Pt reported obtaining back-to-back blood glucose results of 265 mg/dl and 122 mg/dl on the active sys. Pt indicated that therapy was not modified based on this value. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the active sys. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect prod and replacement prod was shipped.